Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. During the procedure, after the pre-balloon aortic valvuloplasty, the patient experienced heart block when the navitor valve was passed through the patient valve. The valve was implanted at 6mm for the non-coronary cusp and 7mm for the left coronary cusp. A temporary pacemaker was then implanted via the subclavian vein. On an unknown date in december, post valve implantation, a permanent pacemaker was placed because the atrioventricular block remained unresolved after temporary pacemaker implantation. The patient was reported as discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.)"